Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received multiple calibration error alarms and change sensor alarm. The customer's blood glucose was 115 mg/dl at the time of incident. The customer stated that a bad sensor alert occurred after 2nd consecutive calibration error alarms. The customer was advised to change out the sensor. The customer stated that the alarm did not occur after performing a find lost sensor. The customer was explained that 2 consecutive calibration error alarms would lead to a change sensor alarm and the sensor would need to be replaced. The sensor will not be returned for analysis.